Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude. R waves are measuring 1.7 millivolts in comparison to before which measured around 13 millivolts. (B)(6) technical services (ts) discussed this could be something physiological and suggested to have patient get chest x-ray. Ts also suggested to turn on rv amplitude out of range and rv threshold alerts in latnxt. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).